Event description:
The pt reported that within the last couple of months, she has been having difficulties attaching her piston rod to the bottom of her plastic cartridges. The pt indicated that she wasted four cartridges trying to get the piston rod to attach. The pt reported that this issue is sporadic. The pt was sent a new piston rod about a month ago. She is confident that there must be an issue with the plastic cartridges. The pt's blood glucose was not affected. No medical treatment was necessary. No product will be returned for eval.

Manufacturer narrative:
Product not returned for eval.